Event description:
It was reported to gore that on (B)(6) 2024, a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Post procedure, the patient reportedly developed atrial fibrillation post procedure and received beta blocker medication as well as direct oral anticoagulants. The patient was reported to have been recuperating.

Manufacturer narrative:
H3, code other: the device remains implanted. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. The device remains implanted. Therefore, an evaluation of the device cannot be performed. H6, medical device problem code: code a24 was replaced with code a0101. This complaint was initiated based on information received from the field. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Therefore the cause of the reported arrhythmia could not be independently confirmed during the investigation. Arrhythmia represents a known complication or adverse event that can occur when using septal occluders and can arise as a result of a multitude of factors, including patient-related risk factors. No allegation of a device malfunction was found during our investigation impacting device performance. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment.